Event description:
Overdelivery reported. The pump was set to infuse meperidine 10mg/ml with a loading dose of 10mg to be delivered during set-up. During delivery, the nurse observed the screen and it registered 8.3 mg, however, she noted the vial had approx. 8ml (80mg) of meperidine gone. The pump was stopped and discontinued. The pt reportedly did not experience any adverse effects. No further info was available.